Event description:
The IV bag broke when trying to hang the bag on the pole.

Event description:
The affected sample for this report was received in 2005 at the co's facility. Please see the attached response letter to the customer which contains the results of the co's evaluation. Subject: pir 0502029 medwatch report numbers: 3401150000-2005-8001, 3401150000-2005-8014 catalog number l7500 lot number j4k538. This letter is in response to the above referenced product report concerning an excel container of lactated ringer's injection that tore at the top hanger region and was unable to be hung. This file was re-opened as the affected container was received for evaluation at the co's irvine facility in 2005. Examination of the container revealed a large clean tear through the hanger region. No additional information was supplied with the sample. The primary container was intact. The tear resembled a scissor cut. Manufacturing was notified of this report. No manufacturing processes were identified that could contribute to this incident. The cause of this report is undetermined.